Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. Getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the lower touchscreen (0160-00-0123). The fse then exercised the unit to no fail. Completed pm, a full calibration and functional check, which was performed per the factory calibration procedures. The unit was returned to the customer and cleared for clinical use. The following was performed by failure analysis and testing (fat) department: the failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 touch screen assy, this part was received with a reported unit failure message of touchscreen freeze. Performed visual inspection of this part received and part looks to be in good condition. Installed the touchscreen assy, into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of touchscreen was not working properly while display tests. Touchscreen assy. Failed testing. The final investigation was completed. Retaining this part in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units screen locks up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.